Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received one used q-syte unit from material number (B)(4)lot number 8298666. In addition, two photographs were received which displayed the threads of the bottom body broken off the q-syte unit. The photographs did not provide sufficient evidence to confirm or identify a root cause. A visual/microscopic evaluation of the returned sample displayed the screw threads of the bottom body to be broke off from the q-syte unit. The areas of the edges are smooth and a little jagged. Bodily fluids were present which shows the q-syte was in one piece at the start of use. Although the failure stated in the reported issue were confirmed with the unit provided for investigation, bd could not establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device's luer-lok collar had a crack "over the entire horizontal diameter". This was found prior to use. The following information was provided by the initial reporter, translated from french to english: "crack over the entire horizontal diameter at the screw thread. Need to change the device.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device's luer-lok collar had a crack "over the entire horizontal diameter". This was found prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: "crack over the entire horizontal diameter at the screw thread. Need to change the device."